Manufacturer narrative:
(B)(4). Conclusion: analysis was unable to identify or confirm a root cause for the tip separating from the shaft of the blower/mister. The device history record was reviewed and showed that this blower/mister met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The contract manufacturer performs 100% tug testing on devices prior to release for distribution. There are no trends related to the reported tip separation.

Event description:
Medtronic received information indicating that during totally endoscopic coronary artery bypass (tecab), the tip separated from the metal portion of this blower/mister. The tip of the device could not be located. There were no adverse patient effects reported.